Manufacturer narrative:
The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. The explanted annuloplasty ring was not returned to edwards for evaluation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No further action is required at this time, edwards will continue to review and monitor all events.

Event description:
Edwards received information that an annuloplasty tricuspid ring, implanted approximately one (1) year and ten (10) months, was explanted due to regurgitation/insufficiency. The ring and the patient's native valve were replaced with an edwards bioprosthetic mitral valve. There were no reported complications.